Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device was heating up. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had no power. It was further observed that the device gave an e8 error, would not run / no power, and the device failed the thermistor assessment. It was determined that the flex circuit potting was cracked with corrosion and the motor showed corrosion. It was observed that both components were worn out. It was determined that the flex circuit was worn out with a buildup of corrosion from normal use over time which was consistent with a cracked flex circuit potting. It was determined that this was what caused the thermistor to fail. It was further determined that the motor was worn out with a buildup of corrosion from normal use over time which was consistent with the motor failures. It was determined that was what caused the e8 error. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.